Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that the site had intermittent connection issues between the imaging system and the navigation system. It was later clarified by the site and confirmed by the representative that the issue was about the imaging system communication between the image acquisition system (ias) and the mobile view station (mvs). The pendant displayed a red "x's" for motion, x-ray, and mvs connectivity. There were no delay to the procedure and no impact on patient outcome.